Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch ill be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the anchor was broken in multiples parts. This complaint can be confirmed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo does not provide enough evidence to determine root cause. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU, it is necessary to place the place the guidewire according to the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Reporter is a j&j employee. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in russia that during an unknown surgery on (B)(6) 2022, it was observed that the 9x23mm milagro advance interference screw device broke. Another like device was used to complete the procedure with a delay of approximately 30 minutes. There were no adverse patient consequences reported. No additional information was provided.